Event description:
Reporter alleged blood glucose measured 88 mg/dl back to back with a result of 54 mg/dl when testing was performed <2minutes apart. Customer stated feeling low at the time so self treated with orange juice as a result. No other actions were taken and no treatment received reportedly as a result. A request was made for the return of the subject device and replacement product was sent.